Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (MR) and restricted posterior leaflet for a Mitraclip procedure. During the procedure, first mitraclip was implanted. Leaflet slipped out after grippers were down and closing the second clip. It was observed that there was a torn chord. The final MR was grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.